Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported, the customer had a defective insulin pump. Customer stated when they inserted a new vial, the spring on the insulin pump was not strong enough to push insulin out. The customer's blood glucose was 240 mg/dl. Customer reported experiencing high blood glucose for the past few days. The customer also reported a no delivery alarm on their insulin pump. Customer declined to troubleshoot for their high blood glucose. Customer's insulin pump will be replaced. No additional information provided.